Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient had not been satisfied with the stimulation since implant, and was not using the stimulation. The patient reported her physician reviewed x-rays and diagnostics and could not find any reason for ineffective stimulation. The patient reported she was working to have the scs system removed.